Event description:
The reason for call was patient reported they had a nuvectra implant quit working and the issue began 2020. Patient stated their controller just went black and stopped working and patient couldn't charge the implant without the controller. Patient went without stimulation for 2 months and it was so painful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).